Event description:
It was reported that a person using an ilet device experienced fluctuating glucose levels with recurrent low glucose after earlier hyperglycemia and received prior coaching to avoid overtreating lows with a plan to follow up with a trainer. Symptoms included hypoglycemia and hyperglycemia. Outcomes included troubleshooting and education provided to address glucose variability and low treatment practices. Investigation included a review of reported alerts and user guidance, with consideration of use patterns related to low treatment. Investigation of this case revealed no confirmed device malfunction, and the event appeared consistent with user management of lows and subsequent rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and potential use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.